Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with two (2) thermocool smarttouch sf and the patient experienced cardiac perforation that required pericardiocentesis. First, it was reported that the carto 3 system displayed high a force error on the thermocool smarttouch sf ablation catheter when the catheter was plugged into the patient interface unit (piu). It was attempted to re-zero without resolution. The cable was replaced without resolution. The thermocool smarttouch sf was replaced and the procedure continued. It was also reported that there was a perforation of the left ventricle apex while mapping with the thermocool smarttouch sf catheter. It was initially noticed when the geometry of the fam map entered a space that was not previously seen and intracardiac signal quality diminished. The pericardial effusion was confirmed by intracardiac echo. The patient's status quickly turned to tamponade and an emergency pericardial effusion was performed. Approximately 1.5 liters of fluid was withdrawn and the patient was stabilized. Patient was stable at time of call and under observation in the procedure room. Device evaluation details: on 15-aug-2024, the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. The evaluation has been completed. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed by connecting the device to the carto 3 system, and no force issues or errors were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: d4: UDI: the manufacturing and expiration dates are currently unavailable. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with two (2) thermocool smarttouch sf and the patient experienced cardiac perforation that required pericardiocentesis. First, it was reported that the carto 3 system displayed high a force error on the thermocool smarttouch sf ablation catheter when the catheter was plugged into the patient interface unit (piu). It was attempted to re-zero without resolution. The cable was replaced without resolution. The thermocool smarttouch sf was replaced and the procedure continued. It was also reported that there was a perforation of the left ventricle apex while mapping with the thermocool smarttouch sf catheter. It was initially noticed when the geometry of the fam map entered a space that was not previously seen and intracardiac signal quality diminished. The pericardial effusion was confirmed by intracardiac echo. The patient's status quickly turned to tamponade and an emergency pericardial effusion was performed. Approximately 1.5 liters of fluid was withdrawn and the patient was stabilized. Patient was stable at time of call and under observation in the procedure room. Multiple attempts have been made to gain clarification and additional information about this event with no response. Until further clarification is received, the event will be reported under both thermocool smarttouch sf catheters. Should any new information be obtained it will be assessed and processed accordingly.